Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for balloon rupture or stent dislodgement from this lot. Based on the reviewed information, no product deficiency was identified. The xience xpedition 48 is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified and 99% stenosed mid right coronary artery. A 3.5 x 48 mm xience xpedition stent delivery system was inflated to 6 atmospheres at the lesion; however, the middle of the balloon did not inflate. It was observed that the balloon had ruptured, and the stent had dislodged. The stent could not be removed from the anatomy so the patient was sent for bypass surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as not returning, but has now returned. Evaluation summary: the device was returned for analysis. The balloon rupture and stent dislodgement were able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for balloon rupture or stent dislodgement from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.